Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/24/2022.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2009 during which the surgeon noted the presence of a fistula tract associated with the mesh. In addition, several areas of the mesh were densely adhered to the bowel. A portion of the fascia and mesh was removed. One portion of the small bowel was densely adherent to the mesh and an enterotomy was made during the removal of the mesh. It was reported that the patient experienced chronic severe pain. No additional information is provided.